Event description:
Customer called in for assistance with the load process. During fill tubing, customer was reportedly connected to the pump and may have inadvertently delivered 10 units into their body. However, there was no impact to the customer's blood glucose level at the time of the call.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.